Event description:
The following has been reported: biomed reported: "service needed error" injury/adverse reaction: no stopped active infusion: no, a preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve 1 leak failure. Device displayed a red pump service alarm after powering on. An infusion could not be run due to the service alarm. The loading pins were locked in place. The fva pins had a slight amount of drag felt during operation. The device was opened to inspect for internal damage, cleaning and to perform testing on the pneumatic system. No internal damage was identified. The fva pins and their channels were cleaned using alcohol. The fva lip seals were replaced during investigation. The loading pins had a significant amount of a dried substance that was causing the pins to be stuck in the front housing. The loading pins and their channels were cleaned using alcohol. The loading pin lip seals were replaced during investigation. Testing was performed on the pneumatic system. The system was able to pass recharge testing but failed during hardware testing, displaying a valve 1 leak failure. The tank body assembly was inspected for damage. A crack was found on the positive side of the tank. This crack was causing the tank to leak which would then be displayed as a valve 1 leak failure in the log files and testing tool. The tank body was replaced during investigation. Testing was run on the pneumatic system after a new tank had been installed. The system passed testing without failure. An infusion was completed successfully after the tank replacement. The device will be sent through the repair process before being sent to the test line for full functional testing.